Manufacturer narrative:
Plant investigation: actual device returned to manufacturer for physical evaluation. Visual inspection of returned cycler exterior showed no signs of physical damage. Visual indications of dried fluid within the cassette compartment on the pump. Visual indications of particulates within the cassette area. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2441 which reflects transformer has p155 insulation thickness. Inverter board is located on rear of front panel assembly. Known good inverter board installed and display became operational. Touch screen test, voltage verification check, system air leak test passed. Valve actuation test failed. Pneumatic valve 04 won¿t actuate. Temporary replaced pneumatic valve 04 for further testing. Valve actuation test passed. Teach pumps test passed. A pre-accelerated stress test simulated treatment performed without any failures or problems. Visual indications of dried fluid under pump assembly and bottom cover. Cause of observed dried fluid could not be determined. No discrepancies encountered with mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler blank screen in step 8 of setup. Patient was not connected. Pressed ok but the screen remained blank. The fresenius technical support representative advised to discontinue use of this cycler and to contact registered nurse of replacement, patient will perform manuals. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.